Event description:
It was reported that the pt is experiencing abrasions on his ankle. Pt also states that pt is experiencing some pain. Pt is reporting that he cannot sleep in his bed and that currently he sleeps in a (B)(6) recliner. Pt is also report that he walks with a cane. Pt is stating that his whole leg is discolored.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.